Manufacturer narrative:
(B)(6).

Event description:
It was reported that a level 1® level 1® h-1200 fast flow fluid warmer stopped working during a massive blood transfusion. The unit started alarming and stopped working. The clinician switched the unit and used an old h1085 unit from the emergency department. No information provided on patient outcome.

Manufacturer narrative:
Evaluation summary: one level 1 h-1200 fast flow fluid warmer was received for investigation in fair condition. A temp check test fixture and test disposable were installed. The device was powered on and multiple six-hour test runs were performed utilizing different tests disposables. The device was found to be functioning as intended, with no alarms found during testing. The device history record review was also completed. In addition, the back cover was removed for further inspection, to check for component damage or loose wiring connections and no issues were found. Based on the investigation and testing, the reported complaint allegation was not confirmed. No device fault was found.

Manufacturer narrative:
One level 1 trauma fast flow systems (h-1200) was received device in fair condition. The investigator installed a test disposable and tempcheck test fixture. The device was then powered on, and numerous 6 hour test runs using different test disposables were performed. At no time were any alarms present during the checks. The device functioned as intended. The investigator then removed the back cover for further investigation. The investigator checked for any component damage or loose wiring connections. Nothing out of the ordinary was found. The customer's reported issue could not confirmed.